Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cranioplasty procedure in the first perforation to obtain suspension holes to plate the dura mater in co ntact with the flap, the wick heats up abnormally and burns the perimeter of the orifice, the bone of the cranial flap is thicker than usual (about 15 mm). During the second hole, the wick glows red and ruptured, the distal end constituting a metal projectile (about 0.5 mm?) Went to the other end of the operating room, fortunately without injuring the patient.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Device was discarded by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cranioplasty procedure in the first perforation to obtain suspension holes to plate the dura mater in contact with the flap, the wick heats up abnormally and burns the perimeter of the orifice, the bone of the cranial flap is thicker than usual (about 15 mm). During the second hole, the wick glows red and ruptured, the distal end constituting a metal projectile (about 0.5 mm?) Went to the other end of the operating room, fortunately without injuring the patient.